Event description:
Rptr stated that they bought the device over the internet and used it two times in an effort to "lose stomach" or at least tighten it. After using the device the first and second times they noticed burn marks on stomach. Rptr also stated that they received electric shocks from using the device. The device did not serve its intended purpose.